Event description:
Revision surgery due to infection after 26 days from primary. The surgeon performed a washout and revised the 12/14 d 28 mm size xl cocr head to a same size head, and revised the double mobility hc liner d 28/dme to a same size liner.

Manufacturer narrative:
Batch review performed on 07 july 2026 cocr 01.25.014 cocr ball head 12/14 d 28 mm size xl (k072857) lot. 2216820: (B)(4) items manufactured and released on 23-sep-2022. Expiration date: 2027-sep-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot. 2525821: (B)(4) items manufactured and released on 04-dec-2025. Expiration date: 2030-nov-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.